Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After a procedure was completed, after the patient was moved off of the table, the patient had low blood pressure. A cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 700 cc of fluid. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. The patient fully recovered. The physician¿s opinion on the cause of the event is that it was procedure related, believed to have occurred during the mapping phase. Transseptal puncture was performed with a baylis needle. Ablation was performed prior to the cardiac tamponade being discovered. There was no evidence of steam pop. Flow setting was 15 ml/min. Visitag parameters were range 4mm, time 3 sec, 3g 25% force over time and tag size 3mm balls. There were no additional filters used with the visitag. There were no error messages observed on the biosense webster equipment during the procedure.